Event description:
It was reported that force sensor bridge test occurred during bootup. There was no patient involvement and no patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seal was broken/removed on bottom case and plunger assembly. The device was cracked and chipped out on both front corners of top case also cracked on right plunger case. Force sensor bridge test was found in error history log. Power up and check and test force sensor performed. Force sensor bridge test was found at power up and unable to calibrate the force sensor. The cause of the reported problem was a combination of force sensor and plunger cable. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor and plunger cable. Performed preventative maintenance and all functional testing.